Manufacturer narrative:
The suspected meter (serial number: (B)(4) was not manufactured by ok biotech, hence the investigations could not be performed.

Event description:
Our importer, (B)(4), received a call on (B)(6) 2016 reporting a medical intervention that occurred at her home on (B)(6) 2016 at 5:30pm. Patient's nurse called in stating that patient tested his blood glucose and received a high test result. The reading on the prodigy meter at the time of the event was 606mg/dl (prodigy meter only reads as high as 600mg/dl). Additional tests, quantity unknown, were performed by patient with results in the 100s. Patient's normal blood glucose reading around the time of event is in the 200mg/dl range or more. Patient was experiencing no symptoms at the time of the event. Paramedics were called 15-20 minutes after testing with the prodigy meter. Paramedics arrived to assist patient approximately 30 minutes after being called. Paramedics tested patients blood glucose with their meter with a result of 196mg/dl. Approximately 20 minutes passed between testing with the patient's meter and the paramedic's meter. Patient was not transported to ER. The nurse also stated that the patient said he was not absolutely sure of what the meter's audible or visual results were because he was talking while the meter was giving results and could not visually see the result due to his poor vision. Nurse said meter reading at the time of the event actually was 206mg/dl but patient mistook it for 606mg/dl. (B)(4) sent replacement and prepaid envelope requesting return of suspect device. Investigations could not be performed because the meter was not manufactured by current manufacturer okb and due to business reasons the investigation cannot be performed by the previous manufacturer.